Event description:
It was reported that a merlin transmission showed episodes of non-sustained lead noise. The alert was triggered due to mismatches in sensing between the near field an far field channels. Programming changes were recommended.